Event description:
Procedure type: lap cholecystectomy, patient gender: unk. According to the reporter, while inserting the trocar, the knife at the edge of woodford spike fell into pt's cavity and was removed safely. This incident happened almost at the end of operation, so they didn't use new instrument or alternate method. There was no additional incision necessary, and surgical time wasn't extended. No bleeding occurred or damage to the pt. Further pt details were not available. No pt injury was reported.